Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the recall and has tested consistent with the recall.

Event description:
It was reported that the patient collapsed and the heart rate was 30 bpm. The device was interrogated because it was not pacing appropriately. The device indicated elective replacement [eri], although it had been implanted for less than 5 years, and the device did not store the bradycardia episode. The device was explanted and replaced. It was also reported that the right atrial lead threshold was elevated. The lead remains in use. No further patient complications have been reported as a result of this event.